Manufacturer narrative:
The specific part number could not be determined as the patient did not provide it and the patient's order history shows multiple potential part numbers. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient reported that during the fill cycle, three of five an, air detected in cassette alarm occurred. Troubleshooting methods were employed, and the alarm continued on the system. After the peritoneal dialysis treatment was cancelled, the patient reported that the cassette had a hole in it and it was noted that fluid was leaking all over the inside of the cassette door. During follow up with patient's nurse no patient adverse events were reported. No changes to the patient's status were reported. No additional complications were reported. The set was discarded.